Manufacturer narrative:
Physio-control has initiated a recall for the reported issue on 05/06/2016. Reference correction/removal reporting number 3015876-05/06/2016-002-c.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio observed that the lid reed switch remained shorted which caused that the device would not fully power on. If a patient connection was made within 17 seconds after power on, the device would continue to power on correctly. Physio determined that the cause of the reported issue was due to the lid reed switch remaining shorted. A replacement device was provided to the customer under warranty. (B)(4).

Event description:
It was reported to physio-control that the customer's device did not switch on. There was no patient use associated with the reported event.